Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 3/1/2016: litigation received. Litigation alleges pain, discomfort, and inflammation. This complaint was updated on: 3/2/2016.

Event description:
Patient was revised to address elevated metal ion levels.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update 6/13/2016 - pfs and medical records received. Pfs reported decreased range of motion and mobility, increased risk of dislocation/additional revision surgeries/possible inability to have revision surgeries/long-term adverse health issues, metal toxicity, and intermittent muscle pains after revision. Medical records reported 600ml blood loss in primary surgical without description of cause, hip squeaking and heterotopic ossification per radiology report. Revision surgical report noted right leg shorter than left leg. Pathology reported liner with a defect that was central cylindrical 1.5cm x 1.7cm. Lab results for metal ions reported to be less than (B)(4) parts per (B)(4).

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.